Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient called to report different values obtained with his meter and with the lab test. Patient confirms that both measurements were done within 10 minutes. Meter: 280 mg/dl. Lab: 125 mg/dl. Patient does not have the vial of strips that was used. Strips are not available for return. Lot not provided. No adverse event alleged.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.